Event description:
Device was placed into the fallopian tube os. And the essure instrument would not launch the essure occlusion coil.what was the original intended procedure?hysteroscopy, with essure placement.device #1is this a laboratory device or laboratory test?no.